Event description:
It was reported that no tidal volume was displayed on the screen. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the device does not display tidal volume reading, when running in st mode. It was reported that the device cycles normally, with no leaks detected. The customer was using 0.25 inch test adapter; no alarm messages were on screen, and the device had the "avaps,ramp,cflex,hft" options installed. The was then noted that the device had a co2 re-breathing alarm, and would not measure vt. The customer also stated that the device was failing air delivery tests. The remote service engineer (rse) assisted the customer with air delivery tests (per the service manual),and the device passed. It was then reported that the rse assisted with setup of patient circuit and mask port settings. The device was able to measure vt, but gives co2 rebreathing alarm. The rse recommended customer complete pvt, and provided parts ID for the following - flow sensor assembly, air and o2, 989805617141; gas delivery subsystem (gds), 453561512191. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The biomed reported that the v60 device would be tested using the ingmar test lung. The rse advised the customer to use the following settings - ipap 15, epap 4, rate 12. The biomed reported testing the v60 and all performance tests have passed. The device has been returned to service.

Manufacturer narrative:
The gas delivery system (gds) assembly was returned for failure analysis. The assembly was received without the data acquisition (daq) board and o2 solenoid valve. Visual inspection of the customer returned gas delivery system (gds) assembly revealed no evidence of damage or contamination a failure investigation (fi) technician installed a da pcba and oxygen solenoid valve into the customer returned gds. The gds was then installed to the fi ventilator to duplicate the reported issue ventilator not showing a tidal volume. The fi technician identified the reported issue was caused by the u1 drifting out of calibration on both flow sensors.